Manufacturer narrative:
The mtml has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. The meaning of the error was noted by technical support when the customer reported the issue (pointing to an mtml issue). A review of the system logs confirmed the reported error had occurred. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was available for review. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) contributed to the procedure being converted and completed laparoscopically. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, error 23027 occurred. The customer power cycled the system; however, the error persisted. The surgeon made the decision to convert the procedure to use traditional laparoscopic techniques. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the system powered on without errors. When the customer experienced the error, the customer contacted a fse who provided troubleshooting. Error 23027 was pointing to the master tool manipulator left (mtml) and persisted after full troubleshooting. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue and verify the error in the log files. The mtml was replaced to resolve the issue. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 4307 - intuitive surgical, inc. (Isi) received the master tool manipulator left (mtml) involved with this complaint and completed the device evaluation. Failure analysis investigation installed the mtml onto a test system and was able to replicate the reported error during testing. This complaint is being reported due to the following conclusion and remains reportable: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm was reported, if the issue were to recur, it could result in an adverse event.